Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Customer's blood glucose level was unknown. Customer stated that pieces of plastic where the reservoir goes into the pump are coming off. Customer reported that o-ring was exposed and plastic was missing and flaking off. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.